Event description:
Reporter alleged discrepant back to back blood glucose results of 308 mg/dl versus 153 mg/dl and 310 mg/dl versus 161 mg/dl when both comparative tests were performed 2 minutes apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549425 with an expiration date of 01-31-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.